Event description:
It was reported that the catheter fell out of the patient due to balloon damage. This event occurred 2 days after usage. No patient injury was reported. It was not confirmed at the facility side if there were missing pieces on the balloon, or if there were any remaining inside the patient's body. After follow up, there were no pieces missing.

Manufacturer narrative:
The reported issue (it was reported that the catheter fell out of the patient due to balloon damage. This event occurred 2 days after usage. No patient injury reported. It was not confirmed at the facility side if there was missing piece on the balloon, or if there were any remaining inside the patient's body. Upon evaluation, mushroom shaped balloon was confirmed on the catheter. It was later reported that there were no pieces missing) was confirmed. Per visual evaluation noted balloon cuffing. No other defects were observed. During functional evaluation the balloon was inflated 10cc of air using a syringe and it was deflated. After the balloon was inflated with 10 cc of a mix of tap water and blue methylene using a syringe and the water came off due to a pinhole. The sample was observed under 10 x magnification and no embedded particles were found on the balloon area. Per dimensional evaluation, the catheter active length was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient due to balloon damage. This event occurred 2 days after usage. No patient injury was reported. It was not confirmed at the facility side if there were missing pieces on the balloon, or if there were any remaining inside the patient's body. After follow up, there were no pieces missing.